Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that after an intraocular lens (iol) implant surgery, a patient experienced photophobia, black dots in vision, and matte vision in the right eye. The patient is angiopathic in both eyes. The patient is using drops for treatment. The patient is feeling a bit better currently. This is one of two files for this patient. Additional information has been requested.